Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the screen was black. The user had to change the plug to a different outlet and let it sit for a few minutes before turning it back on and powering it up. The customer stated there was no delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.